Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) and high pacing thresholds on the right atrial (ra) channel. Technical services (ts) was consulted, and it was found that the underlying patient rhythm was bradycardic. Reprogramming options were performed, and the loc still occurred. Further testing was recommended. No additional adverse patient effects were noted. This pacemaker remains in service.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) and high pacing thresholds on the right atrial (ra) channel. Technical services (ts) was consulted, and it was found that the underlying patient rhythm was bradycardic. Reprogramming options were performed, and the loc still occurred. Further testing was recommended. No additional adverse patient effects were noted. This pacemaker remains in service. Additional information indicated that a chest x-ray was performed. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.